Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Troubleshooting was performed partially. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 65 mg/dl at the time of the incident. The customer was advised issue is most likely due to sensor not situated properly. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returning for analysis.